Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post coronary drug-eluting stenting treatment procedure, the pt developed a fever. A 2.75 x 23 mm unspecified taxus stent was implanted in an unspecified vessel. One week later, the pt experienced fever and chills. Two weeks after the onset of fever and chills, the pt continued to present a fever and was consuming up to 12 tylenol a day. Per the physician, the origin of the fever is unk.